Manufacturer narrative:
Date sent: 08/27/2007. Evaluation summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colon resection, the system would delay activation after the button was pressed on the disposable. Another instrument was used to complete the procedure with no patient consequence.